Event description:
It was reported that when servo mode was used in service, the ventilator didn't start delivering gas and there was no activity from the turbine.

Manufacturer narrative:
The field service technician replaced the turbine to correct the reported problem that was found during service of the ventilator.

Manufacturer narrative:
The field service center had returned the turbine for failure analysis. The turbine was placed in a test ventilator and it powered up normally without any problems or alarm conditions. Internal inspection of the turbine revealed a dry white residue which is due to apparent water contamination and corrosion. This could cause the turbine to seize but we were unable to duplicate the reported problem during testing.